Event description:
The hospital in (B)(6) reported that a power outage or surge occurred causing the warmer not to function. The warmer was sent to the hospital service technician who reported the temp stayed at the maximum temperature of 46c on all temperature settings. The warmer was then returned to the covidien (B)(4) service department. There was no pt involvement, event or required medical intervention.

Manufacturer narrative:
Covidien (B)(4) service tech confirmed damage to the heater and confirmed the report of overheating. The heater assemblies and the hepa filter were replaced. The unit was tested and passed all technical service performance criteria.